Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from the patient receiving intrathecal dilaudid (hydromorphone), morphine (unknown), bupivacaine, and fentanyl via an implantable pump for non-malignant pain. It was reported that when the patient was connecting to their pump, patient stated 'it's connecting slow,' and then stated 'the last 10% takes forever, it sits there for awhile.' When agent inquired event date, patient stated 'a long time, a couple years.' Agent assisted patient in clearing data. Patient would call back for assistance as needed.